Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that the working channel sleeve was protruding from the tip of the spyscope ds. A second spyscopeds was used, the working channel sleeve protruded, scratched the bile duct, and bleeding was noticed. Per the complainant there was no medical treatment required to address the bleed. The procedure was completed with the second spyscope digital access and delivery catheter. The patient's condition at the conclusion of the procedure was reported to be stable.